Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, it was found that the image acquisition system (ias) configuration file was corrupt. The file was replaced with a backup and the issue was resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when attempting to boot up the imaging system, it would not advance past the message 'system booting, please wait'. There was no patient present when this issue was identified. No additional details were provided.